Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displayed the error message "head error". No patient has been involved when the failure occurred. The affected drive with s/n (B)(6) was sent back to manufacturer for repair. The drive was sent to the supplier emtec on 2021-08-17 for further investigation and repair. On 2021-10-06 emtec was able to reproduce the reported failure "head error" and the root cause was determined as misuse of the device, which lead to a damage. In addition the supplier found that the rotaflow drive makes loud noises while running. The root cause for the "loud noise" was determined as aging of the device. The supplier replaced the rotaflow drive electronics and bearings. After the replacement the device is working as intended. After functional test at getinge service department on 2021-10-13 the device was sent back to the user. The product in question was produced in 2011-11-18. The review of the non-conformities has been performed on 2021-10-25 for the period of 2011-11-18 to 2021-10-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. Based on these investigation results the reported failure could be confirmed. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but nor yet received.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿. Complaint ID: (B)(4).